Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 28mm x 4.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the distal region were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on 21apr2021. It was reported that crossing difficulties and shaft kink were encountered. Vascular access was obtained via the femoral artery. The 85%-90% stenosed target lesion was located in the severely tortuous left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 3x12mm non-bsc balloon catheter. Following pre-dilatation, a 28 x 4.00 promus elite mr drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and patient was stable. However, returned device analysis revealed a stent damage.